Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2022, mentor received additional information regarding the suspected medical device. Initially, it was reported that the suspected medical device is a 525cc mentor smooth round moderate profile prosthesis (catalog #: 3501685). However, additional information revealed that the actual suspected medical device is a 475cc mentor smooth round moderate profile prosthesis (catalog #: 3501680, lot #:9372581). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were observed on the anterior view, both measuring less than 0.1 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 525cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. As a result, the patient underwent removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information.